Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. The following information was requested, but unavailable: what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: event date, procedure date, procedure name, quantity of product involved. Event description stating when each involved device had a suture breakage or needle falling off issue in the procedure. Any adverse patient consequences and how were they managed? No further information available from customer. Investigation summary: eight packets of product code x411h were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the surgery, it was reported that multiple sutures from box were breaking and needle falling off suture. Unknown as to how the procedure was completed. There were no patient consequences reported. Additional information was requested.